Manufacturer narrative:
The report that the sealed outflow graft had migrated could not be confirmed through this eval. A full examination of the pump could not be conducted because the system was not returned to the manufacturer for eval. The pt remains ongoing on vad support and no add'l issues have been reported at this time. A review of device history records revealed the device met all applicable specifications upon product release. No further info is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: elevated ldh. Rhc and lhc performed demonstrating a significant drop in pressure within the lvad cannula suggestive of thrombosis.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord. That the pt underwent a pump exchange on (B)(6) 2014. The physician stated that the exchange was not device related. It was due to migration of the outflow graft with resultant scar tissue adhering to it and causing a kink in the graft. Since they felt it was not device related the pump was not returned to the manufacturer for eval.